Event description:
It was reported that the patient's generator was replaced prophylactically. Historically, the explant facility does not return explanted products; therefore, the return of the suspect device is not expected to date. No further relevant information has been received to date.

Event description:
Clinic notes were received referring patient for generator replacement. The clinic notes indicated that the patient's seizure control was "pretty good" up until last year. The clinic notes indicate that the patient reported an aching pain in her left chest, near the vns. The patient also reportedly had a hoarse "grovelly" voice. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.